Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was returned for investigation. Visual evaluation of the as returned product identified no apparent malfunction. Signs of use along with dried blood in the drive feature. Product matched print specification where measured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition noted, and no per form was provided. Bone density type is unknown. The reported device was located on an unknown tooth site (universal) and was used for approximately 5 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review for the lot number (1244451) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review by lot number (1244451) was performed for similar events and no other similar complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. PMA/510k: k101880.

Event description:
It was reported that the patient was having a lot of pain just a few days after placement resulting in the implant having to be removed. Patient will return for a new implant. Tooth location not reported.